Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported that during the use of the listed hypodermic needle, the needle detached from the syringe and temporarily remained in the patient. According to the reporter, no patient or clinician injury resulted from event.